Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental MDR report. The instructions for use (IFU) identifies difficult or delayed web detachment as potential complications associated with use of the device.

Event description:
As reported, emergency web for ruptured acom-aneurysm with sah hh °2. Before starting the implantation, we tested the web detachment system outside the patient to confirm that the web pusher established good contact with the detacher, the led lit up green. The aneurysm was catheterized without complications using a via 17 straight microcatheter. Deployment of the device was smooth, with brief repositioning. When we attempted to detach the device, it did not work. Several attempts were made, cleaned the contact points, and tried again. It was observed that the web device had started to thrombose due to the patient¿s coagulation activation triggered by the sah, I decided to proceed with the tlc detachment technique and instructed the physician accordingly. During this maneuver, the device collapsed upon the first minimal contact with the microcatheter, and the pusher also detached. It had no influence to the patients outcome.

Manufacturer narrative:
Procedure/medical information review: "imaging review, (B)(6): two radiographic images are submitted. They are not labeled as to time or date. (B)(6)_image_sticky web 15.4.25 before: magnified oblique single shot unsubtracted radiograph centered over the skull base, no contrast. A web has been completely deployed. It is fully open. The delivery microcatheter is about 2mm proximal to the proximal radiographic marker of the web. There appears to be some traction on the base of the web which has a slight everted v-shape. A microguidewire is seen, with its tip in the approximate location of the distal supraclinoid ica. A medium-sized coil mass is seen above the web, presumably from coil embolization of another aneurysm. (B)(6)_sticky web 15.4.25 after: ap oblique non-subtracted dsa of the left ica, with contrast. The web has been detached into what appears to be a carotid terminus aneurysm, but it is difficult to determine exactly the position of the aneurysm on this projection. These images do not explain why there was a sticky detachment of the web." Visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot further examine if a condition existed that would have contributed to the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were the presence of any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform an analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. IFU review (additional information can be found in the IFU): potential complications potential complications include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death. Warnings and precautions the web aneurysm embolization system is intended for single use only. The detachment control device is intended to be used for one patient. Do not resterilize and/or reuse the device. Reuse and/or resterilization can increase risk of infection, cause a pyrogenic response or other life threatening complications. Reuse and/or resterilization can degrade product performance, leading to device malfunction. Dispose of all devices in accordance with applicable hospital, administrative and/or local government policy. Advance and retract the device slowly. Do not advance the delivery device with excessive force. Determine the cause of any unusual resistance. Remove the device if excessive friction is noted and check for damage. Do not rotate the delivery device during or after delivery of the embolization device. Rotating the device may result in damage or premature detachment. The embolization device cannot be detached with any other power source other than a microvention inc. Detachment control device. Ensure that at least two detachment control devices are available before initiating an embolization procedure. Procedure detachment of the device. 31. The detachment control device is pre-loaded with batteries and will activate when the delivery device is properly connected. 32. Verify that the rhv is firmly locked around the delivery device before attaching the detachment control device to ensure that the embolization device does not move during the connection process. 33. Ensure that the delivery device gold connectors are clean and free from blood or contrast. If necessary, wipe the connectors with sterile water and dry before connecting. 34. Insert the proximal end of the delivery device into the detachment control device. When the delivery device is properly connected, the light will flash green and an intermittent tone will be heard. 35. Verify the embolization device position before pressing the detachment button. 36. Push the detachment button. During firing, the light should be solid green and the beep should be continuous. 37. Verify detachment by first loosening the rhv valve, then pulling back slowly on the delivery device and verifying that there is not embolization device movement. If the embolization device does not detach, push the detachment button again. If the device is still not detached, obtain a new detachment control device and attempt detachment up to two additional times. If it does not detach, remove the delivery device. 38. Verify the position of the embolization device angiographically through the guide catheter. 39. Prior to removing the microcatheter from the treatment site, place an appropriately sized guidewire completely through the microcatheter lumen to ensure that no part of the embolization device remains within the microcatheter. Two radiographic images were provided for review. They show a web fully deployed and detached inside what appears to be a carotid terminus aneurysm. The images do not explain why there was a sticky detachment of the web. Without the return and physical evaluation of the device, the investigate cannot further examine if a condition existed that would have contributed to the reported event.

Event description:
Additional information indicated: the observed thrombosis was not treated. At this time, no additional retreatment is planned. The device is functioning as expected and has achieved effective occlusion of the aneurysm. The physician was satisfied with the clinical outcome. No harm has occurred to the patient. Provided images were received for evaluation. See h11 for image review conclusion.